Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having low blood glucose of 35 mg/dl and became incoherent and lost feelings in his hands. Customer reported of having low blood glucose for three months. Customer was taken to the hospital on (B)(6) 2017 with blood glucose of 65 mg/dl. Customer was hospitalized due to low blood glucose. Customer was not wearing insulin pump at the time of hospitalization; customer was disconnected for less than 48 hours. During troubleshooting, customer reported that reservoir had less insulin than what was showing on status screen. Customer was unsure if insulin pump was over delivering insulin. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The units left on water fill test reservoir match with units left on status screen properly. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked case on the display window corners and cracked reservoir tube lip.